Event description:
Breast scout reflector used for surgical localization did not give the expected audio signal in or. At the time of scout placement in the breast center, the scout did give the appropriate signal. At time of or the scout reflector failed to give an audio signal. Radiologist called to or suite to place a needle using ultrasound guidance to assist the surgeon in localizing the mass. Pt had appropriate lumpectomy. Failed scout appropriately removed in the lumpectomy specimen.